Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta). At the time of the report, the device dislocation outcome was unknown. The reporter considered arthralgia and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event migrated coils added. Case become serious incident. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.